Manufacturer narrative:
Evaluation summary in the pre-decontamination visual inspection, no issues were noted. The device was found used and the inflation lumens were obstructed by dry radiopaque solution. Once cleaned, a leak was detected from the distal balloon. The damaged area was analyzed though a microscope. The magnification highlighted a pinhole in the distal balloon, in the area above the marker band. No further issues were found.

Event description:
The physician was attempting to use one mo.ma ultra device in a moderately tortuous and mildly calcified external carotid artery lesion, exhibiting 50% stenosis (femoral approach). The device was removed from its packaging and inspected with no issued noted. There was no stenosis or previously implanted stents proximal to the target lesion. No resistance was experienced when removing the protective sheath. Negative prep was performed. The lesion was not pre-dilated. A non-mdt guidewire was used. The device was positioned at the lesion successfully. It was reported that the balloon would not inflate and that contrast was seen to leak from the distal region of the device. The physician removed the device without issue and completed the procedure successfully using another device, delaying the procedure for less than 30 minutes. After the device was removed, the physician attempted to inflate the balloon. Contrast was again seen leaking from the balloon and the balloon would not inflate. No patient injury was reported.

Manufacturer narrative:
The device did not pass through a previously deployed stent. The physician attempted to inflate the balloon using a syringe and so the inflation pressure could not be confirmed. On the first attempt, the balloon was successfully inflated and deflated. It was reported that on the second inflation, the eca balloon would not inflate and that contrast was seen to leak from the distal region of the device. If information is provided in the future, a supplemental report will be issued.